Event description:
Pt s/p l3-l4 dynamic stabilization and l4-l5 interbody fusion with pedicle screws. Recently seen for complaints of continued back pain. Plain x-rays revealed evidence of back-out of the interbody cages at l4-l5 along with hardware failure of l5 screws and evidence of left screw fracture and right-sided loosening. Surgery performed on (B)(6) 2011; re-exploration of l3-s1, revision of hardware and l4-l5 interbody fusion cages, l5-s1 laminectomy, placement of l5 and s1 pedicle screw, l4-l5 and l5-s1 rigid fixation and l3-l4 dynamic stabilization. Intraoperative findings: left l5 screw was removed and noted to be fractured at mid-shaft. Right l5 screw was noted to be loose but intact upon removal. Pt taken to the recovery room in stable condition.

Manufacturer narrative:
U&I corp is awaiting return of the defective device for further investigation, but all records of this lot showed that the device met all requirements specified on quality documents.